Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was above 600 mg/dl range. Customer was hospitalized where bg was treated intravenously with saline and potassium. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.